Event description:
It was reported via repair work order that the head end lift was intermittent due to a pinched network cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.